Event description:
It was reported that the insulin volume displayed on the screen did not always match the amount of insulin filled in the cartridge. There was no adverse impact on the customer's blood glucose level. No further information was provided about any corrective actions taken by the customer or technical support.